Manufacturer narrative:
(B)(4).

Event description:
It was reported "(B)(6) 2025, the inpatient had a central venous line (double lumen) placed in the ultrasound department, and during the postoperative ward nursing operation, it was noted that the secondary line was able to be withdrawn and injected but not fluently, and the primary line was withdrawn and injected very fluently. There was a blockage in the access to the secondary line, which was not functioning properly." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "(B)(6) 2025, the inpatient had a central venous line (double lumen) placed in the ultrasound department, and during the postoperative ward nursing operation, it was noted that the secondary line was able to be withdrawn and injected but not fluently, and the primary line was withdrawn and injected very fluently. There was a blockage in the access to the secondary line, which was not functioning properly." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".